Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. A standard contralateral approach was utilized. The target lesion was located in the internal iliac artery. A 7.0mmx40mmx80cm ranger over-the-wire balloon catheter was advanced and inflated the lesion successfully. However, the balloon would not deflate after wards. The physician tried to pull negative pressure on the balloon which had no effect. Eventually the balloon was pulled back over the bifurcation into the common then external iliac artery and ended up in the femoral artery. The balloon was punctured with a needle through the patient's skin and then removed. The patient¿s status was good.